Event description:
The iab unfurled prior to insertion. A second iab was inserted into the pt. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: unk - reported 4/6/98) (pt's current status: unk - reported 4/6/98)